Event description:
Patient required emergent intubation, 4 tubes were utilized in attempt to intubate. All tubes were replaced due to cuff leaking air. Patient to operating room for tracheostomy. Ett 7.5, lot # cm3227003; ett 7.5, lot # cm 3172002; ett 8.0, lot#3244002; ett 8.0, lot#3118001. Reference reports: mw5159590, mw5159592 and mw5159593.